Event description:
On (B)(6) 2012, patient's clinical specialist reported the patient experienced elevated blood glucose levels for the past week over 200 mg/dl. Clinical specialist stated patient had elevated blood glucose level last night and changed over to the backup infusion device and then his blood glucose level went down to normal. Patient's blood glucose reading was not provided. On call back patient reported his blood glucose readings have been elevated the past week or so, mainly occurring overnight. Patient stated his readings have been 200-500 mg/dl. Patient stated he switched to his backup infusion device this afternoon and feels the readings have dropped back to normal range. Patient's normal blood glucose range is "not over 200 mg/dl." Patient reported he is correcting his elevated blood glucose levels by bolusing via the infusion device. Patient stated he did not require outside assistance. Patient reported the infusion device did not display any error or alerts. Patient is using a competitor's infusion sets. Patient stated he does not allow the insulin to warm to room temperature before filling the cartridge. Advised on proper temperature. Patient reported the elevated blood glucose levels mainly occur overnight and he will wake up with elevated readings which he correct through the day. Advised patient to use backup infusion device for a few days. On (B)(6) 2012, patient reported his blood glucose level returned to normal and the backup infusion device is working as intended. Patient stated he had some low readings due to higher set basal rates; he reconfigured the rates all is okay today. Patient feels the infusion device delivery is too low. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device and adapter for evaluation.